Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a new insulin pump. His blood glucose was 487 mg/dl due to not being able to program the device properly and due to getting a steroid shot in the back. The customer declined troubleshooting for the high blood glucose. The customer was assisted with programming his basal rates and bolus wizard. No products were returned or replaced.